Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker previously showed two and a half years remaining longevity. During the recent check, the device showed less than six months remaining longevity. Boston scientific technical services (ts) suggested to do a memory dump data to analyze battery status. As of this time, the device remains in service. No adverse patient effects reported.